Event description:
The customer reported that the system locked up during a case and the case was completed with a different unit. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were regreased. The system was tested and found to be working as intended and put back into service.